Manufacturer narrative:
The device was further evaluated at the product analysis center (pac), where the reported issue was also verified. The cause of the reported issue was determined to be a faulty reed switch, sw5. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not automatically power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer will receive a replacement device under warranty.

Event description:
The customer contacted stryker to report that their device did not automatically power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.